Event description:
The customer reported via social media that they had inaccurate readings with their sensor. Customer reported their blood glucose would be 300 mg/dl and their sensor read 100 mg/dl. The customer also reported they would be alerted of a false high blood glucose of 400 mg/dl when their blood glucose was 142 mg/dl. The customer also reported a low blood glucose incident where their blood glucose declined to 28 mg/dl. Customer stated, they were woken up by the paramedics informing them they just experienced a diabetic seizure. The customer stated their sensor did not properly prompt the threshold suspend feature during this incident. It was also found the customer would have an allergic reaction to the liquid adhesive on the sensor. The customer declined to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.